Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during manual filling with 70ml of an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between february 19, 2013 - february 20, 2013. Evaluation summary: the device was received for evaluation. Visual inspection noted a ruptured reservoir. Microscopic examination revealed markings on the exterior surface of the reservoir near the rupture line. The reported condition was confirmed. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.